Manufacturer narrative:
(B)(4).

Event description:
This lv lead was found to have dislodged the day after implant. At a device follow up there was no capture at max output. The physician attempted to reposition the lead however it was decided to explant and replace it.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.